Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to failed repair test (o2 low flow). There were no significant event(s) in the error log(s). Inconclusion the active exhalation controller needs to be replaced to address the issue. The service center is awaiting the customers approval to repair the device. Additionally, during the service, the technician noted the device failed a pin gauge test step during testing unrelated to the reported malfunction. Additional components were replaced as part of maintenance of the device. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to failed repair test (o2 low flow). There were no significant event(s) in the error log(s). Inconclusion the active exhalation controller needs to be replaced to address the issue. The service center is awaiting the customers approval to repair the device. Additionally, during the service, the technician noted the device failed a pin gauge test step during testing unrelated to the reported malfunction. Additional components were replaced as part of maintenance of the device. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event. New information: during the evaluation it was noted the device returned to the technician for additional evaluation due to failed repair test (o2 low flow). There were no significant event(s) in the error log(s). Inconclusion the active exhalation controller was replaced to address the issue.